Event description:
Additional information received reported that the patient was still having concerns with device or therapy but was working with their healthcare provider or manufacturer¿s representative. The patient was reportedly ¿sick and tired" because "she was still having accidents with the thing inside her¿. It was noted that the patient had to have surgery on (B)(6) 2013 to have the device moved to ¿another area of the patient¿s body¿. The patient was "sick of all the cutting". If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that the implantable neurostimulator (ins) had been ¿causing the patient problems¿ since she had it. Sometimes it worked, other times it didn¿t. However, the main thing was that ¿the pain was getting to the point where it was unbearable¿. Additionally, it was causing weakness in the patient¿s right leg and the pain medication ¿wasn¿t doing anything for it¿. The patient was reportedly seen on (B)(6) 2013 and was going to be seen again on (B)(6) 2013 by her healthcare provider. The ins was on and ¿they took it up to program 4¿. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va081h7, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).